Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope experienced striped/distorted image during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code 216 occurred, no image was displayed and fibre bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the scope communication error code 216 occurred, no image was displayed and fibre bonding in the outer tube area (distal end) was damaged was cause traced to component failure and for striped and distorted image was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.